Event description:
It was reported that the device was used during a colon resection. It was reported by the rep that the nurse stated that the tlc75 would not complete the firing sequence. The nurse claims the cutter was loaded and the surgeon went to fire the instrument and the firing knob began to fire, then stopped. The surgeon tried again but could not fire the instrument. A new instrument was used to complete the operation without patient consequence.